Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. The device failed. Manual pressure was held. There was no reported patient injury. Proper technique was used for deployment. A 6f non-cordis sheath was used. The product was not returned for analysis. A product history record (phr) review of lot f2300403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. The device failed. Manual pressure was held. There was no reported patient injury. Proper technique was used for deployment. A 6f non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.